Manufacturer narrative:
The investigation into the reported event has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue: anatomy was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 65-year-old female patient was attempting to be implanted with an impella 5.5 device for mechanical circulatory support. It was reported that an impella 5.5 pump was unable to advance beyond the innominate artery due to high calcification within the patient's vasculature. The impella 5.5 implant was aborted and an impella cp was subsequently placed for patient support. There was no patient harm reported.